Event description:
The side-panel covers on pdi slim wall mount & power supply monitor arms (part no. Pdi-871-c), used in conjunction with the getwell network, are detaching and subsequently falling onto patients. The pdi monitor arms are designed to support monitors securely and allow for adjustable positioning. The side-panel covers are covering hex-bolt screws and nuts that connect two arm pieces together via a plate. We have had two incidences where the side-panel covers have fallen on a patient in their bed while watching tv. Upon initial investigation of the incident, it was discovered a minimal amount of force to the side-panel covers will cause detachment and fully extending the monitor arm can lead to spontaneous detachment. The investigation suggests potential design flaws or manufacturing defects where the attachment mechanisms (plastic clips) for the side-panels may be inadequate. The monitor arms were recently installed five and six days prior to use and there are no signs of material wear, improper installation, or detected damage. Our investigation leads us to believe the clips securing the side-panel covers may not be robust enough to withstand initial use and subsequently routine usage. The incident presents a significant risk of injury and underscores the need for immediate corrective actions to ensure patient safety and maintain equipment reliability. Our immediate action to prevent further side-panel covers from accidentally falling on patients is to remove the covers. While removing the covers will expose metal screw heads and the corresponding nuts, we believe any accident involving the exposed metal can be more controlled than side-panel covers falling on patients. Another potential hazard considered was removal of the side-panel covers could present a squeeze or finger hazard where the monitor arm can inadvertently pinch a patient or caregiver's finger; however, upon further investigation, the hazard is still present with the side-panel covers on the monitor arm.